Event description:
It was reported that during a device change out procedure, the right atrial lead was capped due to oversensing. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.